Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the olympus gastrointestinal videoscope image kept flickering when it was plugged in, during inspection for use. The customer suspected that the cause of the image flickering was due to a possible wiring issue. There were no reports of patient injury.